Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message when attempting to load a cartridge. Reportedly, the customer had accidentally navigated to the change cartridge process. Additionally, the customer was unsure of the amount of insulin remaining in the cartridge. The customer loaded a new cartridge successfully. The customer's blood glucose level was 184 mg/dl.